Event description:
It was reported that during a prostate procedure, an error code 3 occurred. The case was completed by changing the handpiece. No pt consequences.

Manufacturer narrative:
Eval summary: the handpiece was returned with loose mount. It was tested on a gen04 and no error code was noted. However, a hissing sound was heard during activation. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, it was found that the handpiece no longer meets the specs for continuity. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.